Manufacturer narrative:
A review of the complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the distal end of the dilator exhibited "hangnail" damage. Hangnail damage is defined as the tearing, shredding or crimping of the distal end of the sheath. The transition between the grey and black components was also poor, due to the noted damage. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Since a 100% visual inspection is performed within the packaging qc department, verifying the components within the sealed package are free of defects, it is plausible to suggest that the noted damage is a result of vigorous handling during the transport process. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer that the "inner dilator has a gap and moves." A review of the photograph sent with the report clarifies a language barrier issue. The photograph shows a micropuncture double lumen tpn catheter with an incomplete injection molding resulting in what appears to be a split/ gap at the tip of the device. This split allows the edge to 'move' or bend back upon itself. The issue was observed prior to use upon removal from the package. A replacement device was obtained to complete the procedure.